Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that in 2013, a 78 year old patient with history of severe aortic stenosis had a 23mm portico valve successfully implanted. The patients annulus had a coronary height of 7-8mm and a very slim sinotubular junction. On (B)(6) 2022, the patient returned and the decision was made to explant the portico valve because of aortic stenosis. A valve-in-valve procedure was not feasible due to anatomical risks and extreme risk of coronary obstruction. The portico valve was successfully explanted and replaced with a 19mm non-abbott device. The patient was doing well at the time of report.

Event description:
Subsequent to the previously filed report, additional information was received that the 23mm portico valve had been implanted in the patient on (B)(6) 2013. It was also noted that the patient had a history of right ventricular systolic dysfunction with a usual pulmonary arterial pressure of 28mmhg. The 23mm had been sized using a combination of computed tomography imaging and heart navigator. A pre-implant baseline balloon aortic valvuloplasty (bav) had been performed prior to implant of the 23mm portico valve. On (B)(6) 2022, mild aortic regurgitation had also been noted via transthoracic echocardiography (tte) examination. It was noted during the explant procedure that structural valve deterioration had occurred due to build up of calcification and pannus on the valve. After successful replacement of the portico valve only a mild paravalvular leak was noted in the patient. The patient was discharged and in good condition at the time of report.

Manufacturer narrative:
An event of explant of the valve after 9 years due to regurgitation was reported. A more comprehensive assessment, including histopathological examination of the valve tissue could not be performed as the device was not returned for analysis. Information from the field indicated that the valve had a buildup of calcification and pannus present on the valve, which could have contributed to the reported regurgitation. There is no indication of a product quality issue with regards to manufacture, design, or labeling. D6: implant date corrected.